Manufacturer narrative:
A ge representative evaluated the system and measured kvp at 8.67r/min 120 kvp. System operates as intended.

Event description:
Customer reported the output dosage exceeded 10r/min. No pt injury was reported.